Event description:
On (B)(6) 2014, a customer personnel from (B)(6) was operating the variant ii hemoglobin testing sys. The customer personnel indicated that after finishing the decontamination procedure she was starting to run the while blood primer when she got a rack error. While troubleshooting the rack error she was splashed in the face with liquid from the dilution chamber of the variant ii hemoglobin testing sys. The customer personnel was not wearing the face mask. She washed her face with soap and water. The customer personnel then went down to the triage where she was prescribed an anti-tetanus and anti-hiv medication.

Manufacturer narrative:
The device has not been returned to the MFR; however, a field service engineer (fse) did evaluate the device on-site and concluded that the instrument was plugged/restricted. The fse did resolve this issue. Using internal resources, a root-cause has been identified as restriction/waste buildup in external waste tubing, which can cause a fluid overflow. The removal of plastic safety cover in front of the dilution well, while the instrument is in use, exposes the operator to the overflowed fluid. Instructions for use clearly advise the operator to use appropriate ppe. We are currently evaluating solutions to prevent overflow.

Manufacturer narrative:
An investigation is being conducted on whether the instrument malfunctioned. There were no pt samples that were run in between the decontamination and whole blood primer run. Each unit of whole blood used in the manufacture of the whole blood primer are tested by FDA accepted methods and are found (B)(6) for (B)(6).